Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that patient's clik anchors were bothering on the middle of her back. The patient underwent an explant procedure. No device malfunction was suspected.